Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: manufacturing location: monument, manufacturing date: 24-sep-2019, expiration date: 01-sep-2029, part number: 04.037.142s, 11mm/130 deg ti cann tfna 170mm-sterile, lot number: 17l0457 (sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive, lot number: 15l5603, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55 lot number: h794547 lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card were reviewed and determined to be conforming. Part number: 04.037.942.2, lock prong, 130 degree tfna lot number: 5l46050 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00 lot number: 11l2711 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certificate of analysis was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the tfna fem nail ø11 130° l170 timo15 (04.037.142s, lot #: 17l0457) was returned and received at us customer quality cq. Upon visual inspection, it was observed that the nail has broken into two pieces. Both broken fragments were returned. Scratches caused by drill marks were observed inside the hole where the breakage occurred. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: nail outer diameter next to the breakage measured dimensions: outer diameter next to breakage = conform device used - hand micrometer . Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed ti cannulated trochanteric fixation nail 10mm ti cannulated trochanteric femoral nail. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the tfna fem nail ø11 130° l170 timo15 (04.037.142s, lot #: 17l0457). Although no definitive root cause could be determined based on the provided information; it is likely that the device experienced external forces/stresses higher than what the device was validated to withhold. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Pie has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Complaint is confirmed as we are able to confirm complaint description, as it is clearly visible that the nail is broken in to two (2) parts, based on the received pictures. Furthermore, for a further examination it is necessary for us to receive the implant back. Part and lot number of the involved implant was not provided and product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient had tfna nail broken and required removal surgery. The patient was experiencing a post-op device malfunction adversely with broken tfna. It was unknown if the patient had revision or removal surgery. Concomitant devices reported: unknown tfna helical blade (part# unknown, lot# unknown, quantity 1). Unknown tfna end cap (part# unknown, lot# unknown, quantity 1) . Unknown locking screw (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) unk - nails: tfna. This report is 1 of 1 (B)(4).